Event description:
The customer stated the architect i2000sr analyzer had generated falsely reactive hbsag results on two patient samples. For patient one, the initial result was reactive; the retest results were both non-reactive. Patient two generated an initial result of reactive; the retests were both non-reactive. Error code 1007, unable to process test, activated read failure, was previously generated on the architect. No impact to patient management was reported.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a patient via a sales representative, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0710c02) was reported to have a missing clip. This humapen memoir is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(4) 2009. Examination of the device found missing segments in the dose display. It was unknown if this humapen memoir was continued. Refer to results/conclusions section. Update 23-dec-2009; additional information received 17-dec-2009; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; and added 'refer to results/conclusions section' to narrative. Changed improper use and storage to yes.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while mobilizing the patient's 975g uterus from side to side, the tenaculum forceps instrument broke and 7 or 8 small shreds of black plastic from the instruments sheath fell into the patient's abdomen. The broken pieces were retrieved laparoscopically and the planned procedure was completed vaginally. It was also reported that the instrument had only been in use for 30 minutes prior to the breakage and that a instrument wire used to control the movement had also broke. The surgeon indicated that the instrument broke due of the excess size of the patients uterus. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation codes: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4), suspect medical device:additional reaction vessel lots: 71515p100, 71235p100, expiration dates: na.evaluation:no method, results or conclusions can be made at this time.remedial action reporting number 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.